Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the hcp stated she saw a motor stall message when reading the pump today prior to a refill. The hcp checked the logs and there was a stall on 22-may and a recovery today. It was confirmed that the patient had magnetic resonance imaging (MRI) in may, but the exact date was unknown. The hcp stated the same thing happened at the last refill and logs showed a motor stall on 23-apr with recovery on 13-may. When asked if the patient had an MRI on 23-apr, the hcp said the patient was not sure. The agent reviewed telemetry mode.